Event description:
During a laparoscopic cholecystectomy with grams tru-cut biopsy medial segment left lower lobe, the harmonic laparoscopic shears did not work. Per machine, had repeated error that there was too much pressure on blade. Surgeon stated that he was not doing anything different than previous surgeries.